Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead was failed to extend. Upon repositioning attempt, the helix of the rv lead was found damaged. The rv lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.